Manufacturer narrative:
This complaint was initiated based on information received from the field. Device information including serial numbers and patient imaging were requested but were not provided. A review of product history records and an evaluation of patient imaging were therefore not possible. The implanted devices remained implanted, preventing direct evaluation of the reported occlusion. Available information does not reasonably suggest a potential malfunction has occurred. Reported device occlusion represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors including intra-procedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance/ physician suspected that preexisting stenosis distally to device caused plc occlusion with information provided to gore, the root cause of the reported event cannot be independently confirmed, but factors related to patient condition are a potential root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to device or vessel occlusion.

Event description:
It was reported that on an unknown date, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. Following the procedure, the physician observed stenosis distal to the implanted contralateral leg endoprosthesis (plc) and took a wait and see approach. Decreased flow diameter due to a preexisting distal stenosis was observed in the control computed tomography (CT) imaging. The patient was contacted and reported not being able to walk longer distances. Occlusion of the plc and thrombus distal to the plc were confirmed. On (B)(6), 2024, the reported device occlusion and thrombus were treated with open surgery, relining of the plc with a gore® viabahn® vbx balloon expandable endoprosthesis which was extended distally the profunda femoris artery and thombectomy of the plc with a gore® viabahn® endoprosthesis vsx. The patient tolerated the procedure.

Manufacturer narrative:
H3: device remains implanted . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. Following the procedure, the physician observed stenosis distal to the implanted contralateral leg endoprosthesis (plc) and took a wait and see approach. On an unknown date, the patient presented with decreased flow diameter due to the stenosis. The patient recently reported not being able to walk longer distances and presented with occlusion of the plc and thrombus distal to the plc. The device occlusion and thrombus were treated with open surgery and implantation of a gore® viabahn® vbx balloon expandable endoprosthesis and a competitive device vascular graft. The patient tolerated the procedure.